Event description:
It was reported that the patient was asymptomatic. It was noted that no capture and no sensing was observed on the right atrial (ra) lead. Ra lead dislodgement was confirmed by imaging. The ra lead was explanted and replaced. The patient was stable.